Event description:
G2 optional ivc filter placed for pe prophylaxis in this multiple trauma patient. Filter was shown to migrate inferiorly by 1 vertebral body within 3 days. Dates of use: 2007 - 2009. Diagnosis: pulmonary embolism prophylaxis.